Event description:
The manufacturer received info alleging a failure of the ventilator's active exhalation control module. The device was not in pt use. During the eval of the device at a third party service center, a failure related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.